Event description:
It was reported that the patient's right ventricular (rv) lead exhibited post-paced t-wave oversensing (pptwos), post-sensed t-wave oversensing (pstwos) and r wave amplitude variation. No further information was received.